Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch mgh680 and no non-conformance were identified.

Event description:
It was reported that the patient underwent periodontal procedure on unknown date in (B)(6) 2019 and suture was used. The suture broke before making the knot. Another device was used to complete the procedure with a delay of about 30 minutes. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The following additional information was received: according to the customer, there was one defective device from this lot. Additional h3: it was received for analysis a needle-suture piece and a suture piece of product code mpp2832, lot mgh680. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were noted to be as expected; however, marks that appears to be by use of surgical instrument were found on the body needle and the end of the suture was observed flat and cut. The other section of the suture was examined, and an end of the suture was cut and was matched with the extreme of the needle/suture piece. A functional test was performed on a suture piece and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample. It was received unopened samples of product code mpp2832, lot mgh680. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.